Event description:
It was reported the pt could not remember the last time she charged her ipg, but it may have been last yr. The pt was provided instruction regarding how to locate the ipg with external devices. The pt was unable to locate the ipg. The sjm rep contacted the pt regarding troubleshooting the system. The pt stated she did not want to meet at this time, but would contact the rep if she changed her mind. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.